Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10606-4; 0001825034-2018-01511-1.

Event description:
It was further reported the patient was revised for a left total knee approximately 16 years post primary surgery, due to poly wear, instability and tibial tray loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Implant date - 2001.

Event description:
It was reported that a surgeon is requesting a replacement custom made insert for a revision due to instability after left knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown femoral component, cat#: unknown, lot#: unknown; unknown tibial tray, cat#: unknown, lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient is being considered for a left total knee revision approximately 16 years post primary surgery, due to poly wear and instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
X-ray review report obtained. There was evidence of osteopenia and thin linear radiolucency at the tibial component cement-bone interfaces (at medial and lateral tibial trays) which may be indicative of loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient is being considered for a left total knee revision approximately 16 years post primary surgery, due to poly wear, instability and tibial tray loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that a surgeon is requesting a replacement custom made insert for a revision after left knee arthroplasty.